Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
When performing a recent irix-c case, the surgeon experienced locking arm and screw angulation issues. The surgeon had a difficult time getting the locking arms to cover the screw heads. The surgeon claims that the tolerance requirements for screw position and angle are too tight, that it is too easy for the screw to be misaligned, which causes a difficulty in capturing the screw with the locking arm. Specialty custom instruments were used by the surgeon in this case, including a specialty awl and a specialty short guided driver tip.